Event description:
An aneurx bifurcated stent graft of an unk size and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2001. It was reported that part of the 16 french cook sheath valve broke off during the procedure and was unnoticed. The pt developed a cold leg and came to the hosp for removal of the foreign material. The foreign material was successfully snared out of the internal iliac artery. No add'l info or clinical sequelae were reported, and the pt is reported to be fine.